Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "exchange from textured to smooth" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and missing total of the shell and patch. A visual and microscopic analysis was performed which identified, device appearance (only a small amount of gel was received, so an assessment of the device cannot be provided). Based on the device analysis, the final assessment is: missing total of the shell and patch (100%) assessed, as inconclusive.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". And "exchange from textured to smooth" against right device. The device has been explanted and replaced.